Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the PICC was placed on (B)(6) 2025; discharged home with PICC. On (B)(6) 2025 patient presented to the ed for evaluation of PICC. During dressing change at home that morning, the PICC was noted to be leaking. The vascular access team was consulted for leaking at the insertion site. Chest x-ray confirmed no change in catheter tip position terminating in the svc. Upon assessment dressing was intact with ¿mushrooming¿ of biopatch indicating leakage at site. Pt denied pain to site. White port was accessed, blood return noted. When flushed normal saline immediately flowed out from insertion site, suspicious for PICC fracture. New 4 fr dual lumen PICC was placed in the left upper arm, cephalic vein, while patient was in the emergency department. Previous PICC was removed. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information 7/22/25. Patient being treated for hodgkin's lymphoma. PICC was secured with a 4fr securacath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation revealed use residue on the sample. The catheter was observed to be kinked between the 0 and 1 cm depth markings. Both lumens of the sample were flushed with a 12 ml syringe of water. A leak was observed just distal to the molded joint from both red and white lumens. A microscopic observation revealed a split where the leak was seen. The split was observed to have uneven edges, wrinkling near the edges, and a rough fracture surface. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.